Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted when the quality investigation is complete.

Event description:
It was reported that the bur shot out of the handpiece and into the patient during an oral surgery. The wound was cleaned and then sutured. The procedure was completed with another device. The patient was advised to use neosporin at home for continued, temporary treatment. The account is monitoring the injury, and at this time there is no expected permanent damage or scarring caused from the event.